Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. In the last week - week and a half, the patient had not had the control she had after implant. The patient also noted that she did not feel stim like she used to. The patient had been using flax seed oil tablets amd was wondering if that had any effect on her symptoms. The patient stopped taking the tablets 2 days ago and wondered if that had been long enough to see any changes. The patient confirmed she was unable to feel stim so she raised stim from 0.8v up to 1.1 or 1.2v. The patient now felt stim but did not feel stim all the time. The patient was aware of what stim was like if it was too high. The first week or 2 after implant the patient's toe was turning to one side. The patient was told stim was too high and had to lower it to resolve. The patient planned to try to raise stim first and would call back if assistance was needed in changing programs. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va088yg, implanted: (B)(6) 2013, product type lead. (B)(4).